Event description:
The day following the initial implant procedure, x-ray imaging was performed and revealed the recently implanted left ventricular (lv) lead was dislodged. A revision procedure was later performed and the lv lead was successfully repositioned. The day following the revision procedure, the lv lead was found to have dislodged yet again. The lv lead was then explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.